Event description:
It was reported that the customer's tandem mobi pump would not turn on, and the lights did not flash when instructed to press the pump button. There was no reported adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to place the pump on the charging pad, which resulted in the lights flashing. Customer reverted to an alternate method of insulin delivery.